Manufacturer narrative:
An evaluation of the trestle luxe screw is not possible at this time. The identifying part and/or lot number is unknown and has not been provided. The trestle luxe screw has not been removed from the patient. It remains positioned within the c7 cervical vertebrae.

Event description:
Post op x-rays taken on (B)(6) 2015 found the trestle luxe screw located at the c7 was slightly protruding from the plates locking mechanism. Additional x-rays taken (B)(6) 2016 confirmed the screw/anchor was no longer properly seated and had backed out of position. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2014 during an acdf (anterior cervical discectomy fusion) from c3 thru c7.